Event description:
Healthcare professional reported right side "lymph node structure of 17mm in the right axilla." The event of "cystic image of 12mm in the hepatic parenchyma" is not device related. Device remains implanted.

Manufacturer narrative:
Continued e.1 zip code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.